Manufacturer narrative:
Based on the details available the root cause of btm becoming detached was due to use error as it was reported that the health care professional accidently removed the device when the dressings were changed.

Event description:
Btm was applied for a 3x4cm foot ulcer of unspecified cause, and it was accidently removed during dressing changes. The wound is managed by collagen lotion.